Event description:
It was reported that the patient had a fluid leak at the ipg pocket site. The patient was admitted to the hospital and was placed on antibiotics. The patient was reportedly doing well.